Event description:
It was reported that a patient underwent an open repair of a primary umbilical hernia with mesh under general anesthesia on (B)(6) 2010 and mesh was used. Concommitant procedure was bilateral indirect inguinal hernia repair with bard mesh. On the one month questionnaire completed on (B)(6) 2010, the patient indicated disabling symptom of pain with bending and exercise. The patient was prescribed narcotic pain medication. On the six month follow up, the patient reported no pain on (B)(6) 2011.

Manufacturer narrative:
(B)(4). Pain occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.